Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional information becomes available, then it will be submitted in a supplemental report.

Event description:
Stryker rep was told, the scrub nurse was preparing the exeter modular broach handle for use when a small piece of metal came free from the broach and went through her glove. This information was passed on by a senior nurse who was present at the time of the incident.